Manufacturer narrative:
The field service engineer replaced a sensor and this resolved reagent bottle liquid level detection errors the customer received.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crej2 creatinine jaffé gen.2 (compensated) on a cobas c 111. The sample initially resulted in a creatinine value of 4.6 mg/dl and this value was reported outside of the laboratory to the clinician. The clinician questioned the result. On 02-mar-2022, the reagent bottle had 8 tests remaining and was replaced. The sample was then repeated on 02-mar-2022, resulting in a value of 1.0 mg/dl. The second sample initially resulted in a creatinine value of 5.8 mg/dl on 10-mar-2022 and repeated as 0.9 mg/dl on 10-mar-2022 . No incorrect results were reported outside of the laboratory for this sample. The creatinine reagent lot number was 57929101, with an expiration date of 30-jun-2023.

Manufacturer narrative:
Upon review of the error log files from the instrument, multiple system reagent level detection messages were observed. The field service engineer also observed a sample liquid level detection error. An issue with level detection signal stability was identified. The engineer replaced a transfer head assembly and after this intervention, the instrument performed within specifications. The investigation determined the service actions resolved the issue.